Manufacturer narrative:
The lot/serial number is not available. A review of the manufacturing records for the device could not be conducted. According to the gore® tag® thoracic endoprosthesis instructions for use, complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to reoperation and transient ischemic attack.

Event description:
On an unknown date the patient was treated for a descending thoracic aortic aneurysm with the endovascular device (unknown). On (B)(6) 2015, the patient underwent the reintervention of a prior endovascular procedure using two conformable gore® tag® thoracic endoprostheses. On (B)(6) 2015, the patient experienced a transient ischemic attack (tia). The patient had a thrombus in the aortic arch. The physician believes that a tiny piece of thrombus could have caused the event. It was reported that tia was a temporary problem and all symptoms were decreasing at discharge. The patient discharged from the hospital on (B)(6) 2015 with no further issue. On (B)(6) 2015, it was reported that the patient was still in rehab. Center